Manufacturer narrative:
The field service representative (fsr) verified that the roller pump display was intermittent and found it to be punctured. She replaced the display. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display went out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.